Event description:
Report rec'd from abbott international affiliate (abbott-japan) which states "the blood leakage occurred at the thermistor connector during operation". Although requested, no add'l info has become available.